Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. The patient was treated with antibiotics. A new crt-d system was implanted 4 days later, however, the atrial lead was not replaced. No further patient complications have been reported as a result of this event.